Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. However, during troubleshooting with getinge, the customer was informed not to run the battery test while running other tests in service diagnostics. This will eliminate the lock up problem. Additional information has been requested from the customer to obtain the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the customer experienced an issue while performing preventative maintenance (pm) procedures on the cs300 intra-aortic balloon pump (iabp). While in diagnostics mode and scrolling through the menu tree, the software froze up. None of the keypad controls (up arrow, down arrow, open menu key) were functioning and the only way to regain control was to power the system off and back on again. The lettering of the ¿battery maintenance data¿ selection was cut off when it locked up. The iabp unit has been upgraded with the new datasettes, solenoid driver board and gasket kit. There was no patient involvement, thus no adverse event was reported.